Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was inserted in a patient and later the catheter fell out. Upon further testing it was found that the catheter had a small leak.

Event description:
It was reported that that the catheter was inserted in a patient and later the catheter fell out. Upon further testing it was found that the catheter had a small leak.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 3 representative samples were returned for investigation. Based on the reported failure, the balloon had fall out and had a small leak during usage state. This indicates that the catheter was functionally fit prior usage. Leak balloon may happen due to several reasons such as contact with sharp object during use i.e. Contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative compounds. Balloon could also leak because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. Investigation was performed on the representative samples by inflating the balloon. After 20 minutes, the sample could stay inflate with no issue. The catheter was also observed to have no issue during deflation. In our current standard operating procedure, the raw balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to several reasons. However, in the absence of the actual sample, further investigation could not be conducted and therefore complaint is not confirmed.